Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that the stent delivery system was entrapped on the guidewire. The patient presented with severe right internal carotid artery stenosis. The carotid plaque contained minimal calcification. A carotid wallstent was selected for use as the patient was not suitable for surgery. At the start of the procedure, there was difficulty placing the guide catheter in the common carotid artery. Upon crossing the stenosis, stent deployment was difficult. The final centimeter of the carotid wallstent was difficult to deploy and would not fully expand. Additional force was required to complete deployment. Upon removal of the stent delivery system, it became entrapped on the guidewire. The guide catheter was then advanced through the stent to retrieve the embolic protection filter, and the entire system was then removed. The stent was ultimately deployed in the correct position, and the final angiographic result was satisfactory, although a slightly more distal position would have been preferred. There were no patient complications as a result of the event.